Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16722. It was reported that inappropriate shock due to the right ventricular (rv) lead and right atrial (ra) lead dislodgement were observed. The rv lead was explanted and replaced, and more slack was added to the ra lead. The patient was stable before, during and after the procedure.

Event description:
Related manufacturer reference number: 2938836-2019-17252.